Manufacturer narrative:
Technician found that the weld that holds the sheave bearing was broken. Technician replaced the base frame and sheave assembly parts and also replaced the brake and steer casters to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the brakes are not working.